Event description:
Overdelivery. It was reported that a homecare pt was receiving a home infusion of 1400ml of an unspecified IV solution. The pump settings are unknown. Reportedly, the infusion completed in 8 hours instead of the intended 18 hours. There were no reported adverse pt effects. The device was tested in the user facility biomedical department and no problems were found. Multiple unsuccessful attempts have been made to obtain additional info.